Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. This report is being filed for an international product (list 02k91-32), that has a similar product distributed in the us (list 2k91-33). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9xr result for sid (B)(6), when processing on the architect i2000sr. The initial result was 70 u/ml and retest result was 3 u/ml. Follow-up testing generated results of 4.2 and 3.9 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of ticket trending data, a search for similar complaints, a device history review, a review of historical performance lot 94015m800, and a review of product labeling. A review of ticket trending data for the architect ca19-9xr (ln 2k91) assay did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. Increased complaint activity was not identified for the for the likely cause lot number 94015m800, for the issue under review. World wide data was reviewed for the historical performance of reagent lot 94015m800 and no unusual reagent lot performance was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.